Manufacturer narrative:
Initial phone number failed transmission. (B)(6).

Event description:
The customer reported that the ventilator would not go on standby mode. The customer reported the device was not in use on patient at the time of the event occurred.